Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's external paddles failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The external paddles were returned to zoll medical singapore; the customer's report was verified. A video was provided and showed the device not responding and displaying release buttons message while the user is pressing the energy select buttons. Replacement paddles were sent to the customer. Analysis for reports of this type has not identified an increase in trend.